Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. An analysis of device data was requested. Analysis confirmed the battery depletion code in this instance is consistent with extended magnet application. Technical services (ts) discussed interrogation with programmer is necessary to silence noise and assisted with programming options. This s-ICD remains in service. No adverse patient effects were reported.